Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor exhibited undersensing. No changes or intervention was performed. There were no patient consequences.